Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. Hi (greater than 600 mg/dl), 171 mg/dl, 552 mg/dl, and 59 mg/dl (within 2 minutes) 2. 545 mg/dl and 170 mg/dl (within 2 minutes) sets of readings were taken on different days. With first set of readings, customer felt hypoglycemic, had shakes and chills. Customer self-treated with juice and felt better. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.